Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 22mm amplatzer septal occluder was selected for implant. While in the delivery catheter a deformation was noted. It was decided to deploy the occluder and a cobra deformation was noted upon deployment. A new unknown device was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of a cobra deformation was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. However, four photos were received for analysis. Based solely on the aforementioned photos, the occluder appeared to have a cobra deformation. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. However, four photos were received for analysis. Based solely on the aforementioned photos, the occluder appeared to have a cobra deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.